Event description:
It was reported that, "dr (B)(6), a non-stryker user, revised this pt and requested the items be returned to stryker." The nature of the event is unclear. Add'l info is pending. We are awaiting clarification of this event.

Manufacturer narrative:
The following other devices were listed in this report: unk 9 right scorpio femur; unk cr size 9 x 11 scorpio tibial liner; unk patella button size 7 or 9. It cannot be determined which, if any of these devices may have caused or contributed to the reported event. Add'l info pertaining to the device(s) referenced in this report (including x-rays and medical records) was requested. If add'l info becomes available, the eval summary will be submitted in a supplemental report.